Manufacturer narrative:
Device arrived to the manufacturer in (B)(4) packaging with minimum padding. The gun/battery was returned in the suspect damaged tray. The tray was cracked in one corner. The packaging engineer reviewed the item, concluding that the tray damage is indicative of rough or unusual handling, wherein, if the package was dropped, the battery can slide out of the tray recess and impact the tray sidewall, causing the damage. It states on the packaging "sterile only if package is unopened and undamaged". The cause for this complaint is likely rough or unusual handling during transit.

Event description:
Customer received shipment of pulsavacs ((B)(4)). When they opened the box, this item was in the middle and had been crushed and plastic packaging had cracked. Customer pulled item and did not place on the shelf for use with other inventory.